Event description:
The caller reported that the patient previously had a flowonix pump and pump segment catheter and a medtronic spinal segment catheter. Caller stated that the patient had a medtronic pump implanted (replacing the flowonix) and a medtronic catheter replaced the flowonix segment of catheter. Caller stated there was an issue with the flowonix catheter. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).